Manufacturer narrative:
Additional narrative: patient information is unknown. Device has not been explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter phone number and email address are unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that vertebroplasty with vertecem v+ was performed on (B)(6) 2018. They did not use the first kit as the blue t-handle could not be moved and got stuck. They opened the second kit and mixed it. It was only possible with a lot of force to transfer the cement to the syringes. After six minutes the cement was so hard, that they could no longer use it. They opened a third kit which worked fine. After 20 minutes the cement was still soft. All three kits were stored in the same place under same conditions. The surgery was successfully completed without delay. There were no consequences for the patient. This report is for a vertecem v+ cement kit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part number: 07.702.016s , synthes lot number: 7c53190 , supplier lot number: 7c53190 , manufacturing site: selzach , supplier: aap biomaterials gmbh /osartis, release to warehouse date: 14 june 2017 expiry date: 01. March 2020 . The review of the certificate of conformity shows this lot of (B)(4) pcs was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted review of the certificate of conformity showed that there were no issues during the manufacture of this product, which would contribute to this complaint condition the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.